Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer(r) safety-lok" blood collection set with pre-attached holder blood leakage occurred and it was discovered that the tubing was not properly attached to needle. The following information was provided by the initial reporter: during blood collection the bcs started leaking and the phlebotomist decided to stop. When pulling out the needle the bcs breaks into two parts. The tubing was not properly welded onto the needle.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/3/2021. H.6. Investigation: bd received 1 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for damaged tubing causing leakage with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for damaged tubing causing leakage of tube with the incident lot was observed based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. The most likely root cause is that the tubing was incorrectly placed underneath the wing of the device, thereby allowing the part to pass the vision system as correct placement. H3 other text : see h.10.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set with pre-attached holder blood leakage occurred and it was discovered that the tubing was not properly attached to needle. The following information was provided by the initial reporter: during blood collection the bcs started leaking and the phlebotomist decided to stop. When pulling out the needle the bcs breaks into two parts. The tubing was not properly welded onto the needle.